Event description:
The reporter stated that the device would not power on. There was no pt injury or treatment associated with this event. During the eval, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The complaint of the device not being able to be powered on was verified. It was determined that the battery was inoperative. During eval the audible alarm speak was found to be working, but sounded bad and was replaced. This is being monitored for trends.